Event description:
It was reported that the catheter was misplaced and kinked. The doctor confirmed this through a diagnostic dye study. No patient symptoms, treatment, or outcome. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Results refers to the catheter.